Event description:
Healthcare professional additionally reported "microlymphadenopathies in the axillary area¿, ¿lymph node structures with an average diameter of 12-13 mm on the left, reactive and preserved lymph node structure with an average diameter of 13-14 on the right¿, ¿microcysts¿, ¿dystrophic calcifications¿, and ¿pseudo-nodular dysplastic nodule thickening.¿

Manufacturer narrative:
Continued h.6. Health effect- impact code: f2203. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma and rupture.

Event description:
Patient's representative reported unknown side "the patient, following some breast and axillary disorders, in addition to visible breast abnormalities, performed an ultrasound which showed polycyclic prosthetic margins with evidence of periprosthetic collections and a clear state of edematous inhibition. Sepimentate prosthetic material corpusculated as a result of an intra capsular rupture. The ultrasound and the subsequent MRI performed on the patient detected a rupture of the prostheses with the release of prosthetic material.¿ device has been explanted and replaced with non allergan device.